Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Additionally, one similar adverse events (subcutaneous necrosis) has been reported internationally (japan). The femostop ii plus femoral compression system, like other similar devices, can potentially cause tissue necrosis as a possible adverse event as listed in the instruction for use (IFU). This is because the system applies pressure to the femoral artery, and excessive or prolonged pressure can restrict blood flow, leading to tissue damage and potentially necrosis. Tissue necrosis, or tissue death, can occur if the device is left on for too long, causing inadequate blood flow to the surrounding tissues. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Corrections: d4 - model #, catalog #: updated from unk femostop ii plus to 11166 d4: a partial UDI was provided as the lot number is not known. G1 - mfg site establishment name: g1 - mfg site establishment name: updated from abbott medical reg#3009600098 to abbott medical reg# 2648612. (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4 - primary UDI number: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a femostop device related to an extracorporeal membrane oxygenation (ECMO) withdrawal interventional procedure. Reportedly, skin necrosis occurred while using the device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.